Event description:
During initial implant procedure, loss of capture was observed on the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.